Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump failed to detect the cartridge during the load cartridge step pushing insulin out of the tubing and emitting a no cartridge detected warning. The reporter confirmed that the pump was disconnected from the site when the issue occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: a review of the pump¿s black box revealed multiple ¿no cartridge detected¿ warnings. The load step malfunction was not duplicated during investigation. The force calibration passed within specification. Unrelated to the original complaint, the pump was opened and there was moisture found on the force sensor pins. Additionally, the battery compartment was found to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.